Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 423 mg/dl with a large level of ketones. The customer changed the cartridge, infusion set tubing and site. A small air bubble was observed in the cartridge pigtail tubing; the customer declined to prime it out. A correction bolus and insulin injection were used to address the bg level. The customer's bg spiked and the customer went to the emergency room (ER) as directed by a healthcare provider (hcp). The hcp had also changed the customer's basal setting to help address the bg level. Although requested, additional information regarding the ER visit was not provided.